Event description:
Reportedly, the physician used urokinase (UK) to dissolve the stenosis in the middle cerebral artery (mca) on patient that arrived 6 hours after the onset of a stroke. He then was advancing the agility guidewire into the middle cerebral artery with the intent to use the wire to physically unblock the stenotic lesion. This microwire passed the lesion but failed to be retrieved and disconnected and some of the distal part was left on the lesion. When this part was disconnected, the one tip of this part entered the side branch of mca, aligning like letter `v'. The doctor tried to take this part out of the mca with another agility after shaping the tip of the microwire in order to make easy to retrieve the broken part. However, it was unsuccessful and the tip of the second agility guidewire separated and remained as well in the vessel. He again attempted with the third agility guidewire and also the tip separated.